Manufacturer narrative:
Correction: section d4 - serial number correction: section h6 - evaluation code method, result and conclusion device evaluation summary: the service engineer (se) evaluated the device and replaced the breath delivery power controller distribution printed circuit board. The ventilator passed all testing per manufacturing specification and was returned to the customer. The replaced component was returned to medtronic for further analysis. The findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shutdown and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
H3 device evaluation summary: one 980 ventilator was returned to medtronic for further analysis. The ventilator was re-assembled and a known good exhalation valve flow sensor (evq) was installed along with a known good expiratory filter and two batteries into the ventilator. The ventilator was powered up in normal mode. Calibration was required and passed. The vent was set back into normal ventilation mode with no errors and/or alarms. Ventilated, using a test lung, for 80+ hours resulting with no errors and/or alarms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: section e initial reporter. Section g5 510k number. Section h4 device mfg date. Additional codes added to section h6 evaluation code - result and conclusion. Device evaluation summary: medtronic conducted an investigation based upon all information received. The breath delivery (bd) power controller and bd power distribution printed circuit boards (pcbs) were available for evaluation. Visual inspection and functional testing found no anomalies. The replaced bd power controller and bd power distribution pcbs did resolve the issue in the field. However, the parts were analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to h3 device evaluation summary: service personnel (sp) inspected the ventilator and was unable to duplicate the reported issue. Sp replaced the breath delivery (bd) power controller/ distribution board preventatively. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One bd power controller pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bd power controller pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. From the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. With the information made available, a likely cause could not be determined. A internal investigation was opened to address this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.